Event description:
It was reported that the ilet was not charging, and troubleshooting determined the belt clip was still attached to the device, obstructing proper charging; the user was instructed to remove the belt clip, and charging resumed as expected. Symptoms included no clinical effects or alarms. Outcomes included user education and resolution through proper use of the charger. Investigation included technical support troubleshooting and user guidance. Investigation of this case revealed that the device and charger were functional and that the belt clip impeded charging performance. It was concluded, based on previously established findings for similar reports, that the cause was user error related to accessory interference.